Manufacturer narrative:
Tech found service code 30-49 and left intermediate cable with intermittent connection and was not working correctly. Old fluid residue found in ucm board. Replaced left intermediate cable and ucm board to resolve this issue. Bed located in storage area.

Event description:
Facility stated that the service required light was flashing. No injury reported.